Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that during patient monitoring with a telemetry device (m300), alarms were not generated at the central station. The patient died.

Manufacturer narrative:
According to the complaint information, the central station did not generate alarms for the cited m300 between 12 a.m. And 1:15 a.m. Analysis of the m300 logs indicates there were multiple life threatening alarms during that time as well as alarm pauses. In addition the ics clinical logs show user interaction and alarm silencing for that bed, which would indicate that alarms were active at the ics during the reported timeframe and that the user was acknowledging them. As a result of this investigation, draeger determined that there was no device malfunction and the device alarmed and alerted the user as intended. The m300 and ics were functioning as designed.

Event description:
Please refer to the initial report.